Event description:
The customer reported the ventilator alarmed and displayed a pressure sensor failure upon power up of the device. The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic log verified proximal and machine pressure sensor autozeroing failed. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service technician replaced the data acquisition pcb board to address the reported problem. Applicable final testing was completed and passed to specifications.